Event description:
The report we received from our affiliate indicated that when the 3.5 x 13mm cypher was being delivered into the left anterior descending (lad) artery, the physician found that the stent move on the balloon. The stent was removed and exchanged with another product of the same brand and size. The same problem occurred with a 3.5 x 18 mm cypher stent that was being delivered to the left circumflex artery. Another 3.5 x 18 mm cypher was successfully implanted.

Manufacturer narrative:
Multiple attempts have been made to obtain additional information regarding the event, however, these have been unsuccessful. The product has been received for evaluation and testing, however, the engineering evaluation is not yet complete. Please note that the product is distributed outside the united states, however, it is similar to the united states product. This is one of two products used in the same patient and reported under manufacturing report number 9616099-2006-01685 and 9616099-2006-01686.